Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the tibial artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure, the wire kinked at the tip and the hydrophilic coating began to peel off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Unit returned with its original pouch. The unit returned has distal end damaged and kinked, as part of overall visual revision. The wire has the distal tip kinked and detached at 299.5 cm from the proximal section it is exposing the core wire in the distal tip end (the other distal tip section was returned added in the core wire). Also it has the body kinked. Overall length couldn't be measured due to the device condition (distal tip kinked and detached). Od (outer diameter) of the polymer section in the distal section, middle of the device, and proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the tibial artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure, the wire kinked at the tip and the hydrophilic coating began to peel off. No patient complications were reported.